Manufacturer narrative:
A complete lead was returned in one piece. An internal short was found between the inner coil and outer coil conductor paths. Destructive analysis found the inner insulation was breached exposing the inner coil at 1.3 cm to 1.4 cm from the distal tip. The cause of the reported events was isolated to the exposure of the inner coil in the breached inner insulation zone.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08128. It was reported that on (B)(6) 2020 it was noted that the right atrial (ra) lead was not sensing any activity in the atrium. Pacing and capture was not possible when testing the ra lead. The right ventricular (rv) lead was pulled back and sensing activity in the atrium. Pacing and capture was not possible when testing the rv lead because the rv lead was in the atrium and the patient was in atrial flutter. The patient was stable before and during surgery. After surgery and in the recovery room the patient had some tachycardia. The physician interrogated the device and it was functioning well. He ordered an echocardiogram and it looked satisfactory as well. The physician commented that the patient's tachycardia may be as a result of the lead extraction that was performed earlier. The patient will continue to be observed.